Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On 26-jul-2016 it was reported that per the patient the device/therapy was working for a while, but then their pain returned in (B)(6) 2016. The patient also noticed that their pump was moving around more than expected. A dye study was attempted last week, but they were unable to aspirate. The patient was being taken to surgery on (B)(6) 2016 for surgical exploration/possible catheter revision. During the surgery, they were not able to aspirate from the catheter at all even after trimming the catheter as high as the spinal incision site. Imaging was done on the tip of the catheter and no issue was seen. It was noted that it would be hard to know what caused the inability to aspirate. The entire catheter was replaced. The pump was not replaced and the patient¿s new dose of medication would be morphine (10 mg/ml at 0.75 mg/day). Additional information was received on 02-aug-2016 from an hcp and it was reported that no troubleshooting was performed related to the pump movement. It was noted that actions/interventions were taken to resolve the pump movement, but the specifics were not provided by the reporter. The cause of the pump movement and inability to aspirate was noted to be ¿disconnect of catheter from spine¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.